Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The patient¿s blood glucose level was 147 mg/dl at the time of the incident. The device was expected to be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the device , there was corrosion on the upper part of the back of the lcd screen, and on the upper part of both pcbs. Unable to perform the displacement, rewind, prime , basic occlusion, force sensor, occasion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device has a crack in the battery threads which runs parallel to the top of the battery compartment. There is also a hairline crack in the battery tube as well.